Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and motion sensor test failure. The customer's blood glucose level at the time of incident was 328mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The operating currents were within specification. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the unit and it passed. No unexpected motor noise anomaly or audio/beep anomaly was noted during testing. Unable to verify the motion sensor test failure alarm due to the motor error alarm. Unable to perform the unexpected restart error test, occlusion test or excessive no delivery test due to the motor error alarms. The pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.